Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level of 450 mg/dl. The customer reported that pump is not delivering insulin and piece was loose. The customer declined troubleshooting for high blood glucose. The customer reported that drive support cap was protruded. The insulin pump will be returned for analysis.